Event description:
On (B)(6) 2009 the patient reported that she is experiencing issues with air bubbles in the insulin cartridge. She stated that she allows insulin to reach room temperature prior to use and she properly adjusts the piston rod prior to insertion. She stated that she wears the infusion device upright but if she notices an air bubble she sometimes wears the infusion device upside down. She was advised to prime out all air bubbles. Additional training was offered but the patient declined. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.